Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered a blood glucose (bg) value of "91' instead of the intended bg value of 191 (mg/dl). Reportedly, due to entering an incorrect value, the pump recommended that the bolus dosing be reduced. The customer acknowledged the user error.